Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately erratic when performing consecutive blood glucose tests. The medical surveillance specialist (mss) spoke with the patient's brother eight days later and obtained the following information. The patient's brother confirmed that in the early morning, the patient obtained blood glucose readings of "126 and 106 mg/dl" with the subject meter, performed a couple of minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20%. The patient's brother claimed that the patient took an unspecified amount of novolin insulin (n or r) based on one of the results obtained, but did not know which one. Approximately 20 or 30 minutes later, the patient's brother stated that the patient became shaky and sweaty. At the onset of symptoms the patient tested his blood glucose with the subject meter and obtained a result of "49 mg/dl" and then treated self with glucose tablets. The patient's brother reported that the patient felt better afterwards. Replacement products were sent to the patient. This complaint is being reported because the patient claims he developed symptoms suggestive of severe hypoglycemia after the alleged inaccuracy issue began.